Manufacturer narrative:
The product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. A malfunction of the product has not been indicated. The lens was not used. File info provided: a vitrectomy caused the surgeon to change his mind and to select a different model lens. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A hosp rep reported that during the insertion of an intraocular lens (iol), the doctor changed his mind and selected a different lens. The doctor stated there was no issue with the lens. Additional info was received from a nurse who stated that a vitrectomy was performed during the procedure and a different model lens was implanted. In the surgeon's opinion, the device did not cause/contribute to the event.